Event description:
It was reported the customer had no delivery alarms on their insulin pump. The customer was also experiencing a high blood glucose of 402 mg/dl. The customer stated they had treated their blood glucose with a bolus. It was found the customer was tired as a result of their high blood glucose. Troubleshooting found the customer's insulin pump passed all functional testing. Customer also stated they had a exposed their insulin pump to an x-ray machine. The customer's insulin pump will be replaced as a high magnetic field will affect the motor. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and motor test. No motor error alarms noted. No unexpected no delivery alarms noted during testing. The device was received with rattling vibrator due to vibrator motor adhesive not adhering. The motor was tested outside the device and it passed. The device had case at display window corners, display window, cracked battery tube threads, minor scratched display window, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.